Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-05709), was submitted on 09-april-2025. This supplement is being submitted to correct the followings correction: this MDR is being submitted to correct the submitted outcomes attributed to adverse event b2, describe event or problem b5, all manufacturers g1 and adverse event problem code h6. Updated outcomes attributed to adverse event: b2: other serious or important medical events. Updated describe event or product problem: b5 : it was reported that the patient faced diabetic ketoacidosis (dka) event on (B)(6) 2025 while on an insulin pump. The patient had presented in the emergency department of the hospital with a dka. On (B)(6) 2025 and the diabetic nurse advised there were no obvious causes to the dka and the patient continued to use the pump while they were recovering in hospital with no subsequent adverse events. The patient stated that she had high blood glucose levels but she did not want to interfere with camaps' algorithm learning so she did not give herself any additional insulin, thinking that the algorithm would correct her glucose levels. The last infusion set change was five days prior to the event which is off label use (wearing time is three days). The patient did not receive any occlusion alarms and did not notice signs of leakage. The patient has discarded her used infusion set (not available for return and investigation) while in hospital. The distributor asked the patient to submit the logs, however, the patient believes the high blood glucose levels were due to her not interfering with the app and not giving herself a correction dose. The patient will switch to the steel infusion set as she found the inset infusion set to be flimsy. The patient has received additional training regarding the appropriate timeframe for changing the infusion set and using the boost function and giving additional insulin when blood glucose levels are high. Updated all manufacturers: g1 : establishment name, country, address -line 1, address - line 2, city and post office or zip code. Updated adverse event problem code: h6: medical device problem code.

Event description:
Reference number: (B)(4). Event occured in new zealand. It was reported that the patient faced diabetic ketoacidosis (dka) event on (B)(6) 2025 while on an insulin pump. The patient had presented in the emergency department of the hospital with a dka. On (B)(6) 2025 and the diabetic nurse advised there were no obvious causes to the dka and the patient continued to use the pump while they were recovering in hospital with no subsequent adverse events. The patient stated that she had high blood glucose levels but she did not want to interfere with camaps' algorithm learning so she did not give herself any additional insulin, thinking that the algorithm would correct her glucose levels. The last infusion set change was five days prior to the event which is off label use (wearing time is three days). The patient did not receive any occlusion alarms and did not notice signs of leakage. The patient has discarded her used infusion set (not available for return and investigation) while in hospital. The distributor asked the patient to submit the logs, however, the patient believes the high blood glucose levels were due to her not interfering with the app and not giving herself a correction dose. The patient will switch to the steel infusion set as she found the inset infusion set to be flimsy. The patient has received additional training regarding the appropriate timeframe for changing the infusion set and using the boost function and giving additional insulin when blood glucose levels are high. No further information available.

Event description:
Reference number (B)(4). Event occurred in the new zaealand. It was reported that the patient faced diabetic ketoacidosis event on (B)(6) 2025. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: new zealand. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged medical device report (MDR) retraction: the initial MDR with manufacturing report number (3003442380-2025-05709), was submitted on 08 apr 2025. However, based on the reassessment and investigation done on 21 jan 2026, it was found that the serious injury was not related to the infusion set and there is no allegation on infusion set. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.